Manufacturer narrative:
Pending investigation. D10. Concomitants: 2996509 02-010-01-0250 - logic femoral ps cem left sz 5; 2741467 02-010-01-0350 - logic femoral ps cem right sz 5; 2951048 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; 3585943 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; 3563142 200-02-41 - three peg patella 41mm; 3606553 200-02-41 - three peg patella 41mm; 1765968 02-012-35-5015 - logic tibia ps mod insrt sz 5 15mm.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6) 2014. They subsequently underwent right knee revision on (B)(6) 2022, approximately 8 years 5 months post primary procedure. (B)(6) 2022 op report postoperative diagnosis: failed bilateral total knee arthroplasty secondary to aseptic femoral loosening and polyethylene wear. The right patella was found to be well fixed. The femoral component was easily disimpacted from the intact cement mantle. Tibia was checked and was found to be well fixed. There was a large cyst posterior lateral, which was not decompressed from the arthrotomy. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.